Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart rate in the 30s. The lower rate limit of the cardiac resynchronization therapy defibrillator (crt-d) was programmed to 60 beats per minute. The device remains in use. No further patient complications have been reported as a result of this event.